Manufacturer narrative:
Device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in damaged condition with damaged front and rear housing. According to the investigation, the pump was visual inspected and found that both the front and rear housing were damaged. Investigator's replace the pump damaged front and rear housing. According to the investigation, no issues were found with beeping; however, the downstream sensor will be replaced as a preventive measure. The problem source of the reported problem is unknown.

Event description:
Information received a smith medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 has revealed constant beeping alarm. No patient adverse events reported.

Manufacturer narrative:
Additional information received that the issue didn't occur while on a patient.